Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Revision surgery to place an internal magnet is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient's infection was treated with a topical antibiotic. The connect to attract conversion was performed under a general anaesthetic on (B)(6) 2017. This report is submitted on may 05, 2017.